Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿brownish dripping from the scope tip¿ was confirmed. The device evaluation found occurrence of b30 (scope communication error) due to corrosion of the scope connector and air leakage near the instrument channel port due to perforation caused by endo therapy accessories. Additionally, the scope connector cover, suction connector, switch box, and the grip had scratches. The grip was sticky due to deterioration/discoloration due to chemical stress during cleaned, disinfected, and sterilized process. The control unit had corrosion due to water leakage. The scope connector cover, suction connector and universal cord were dirty due to water leakage. Due to wear of angle wire, bending angle in up direction did not meet the standard value. And the light guide bundle was slipping down. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, it was reported that there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air. It was not confirmed if they did not presoak the endoscope in detergent solution. It was confirmed they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the repair department could not conclusively specify the root cause of the corrosion of the scope connector. The repair department could not identify the foreign material. However, it is possible that the cause of the material remained in the device was since liquid got into the scope from a pinhole near the instrument channel port. Moreover, since it was unknown if there was an abnormality in the accessories used for reprocessing, it was possible that the pinhole occurred by the accessories used for reprocessing. However, cause of the event could not be conclusively specified. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus marketing personnel reported on behalf of the customer that the evis lucera elite bronchovideoscope had brownish liquid dripping from the tip. The issue was found after reprocessing with a washing machine; when transferred to the storage room in order to place the device in storage, the liquid was observed to be dripping from the tip. There were no reports of patient or user harm associated with this event.